Manufacturer narrative:
(B)(4). The device was received and an evaluation was performed to investigate the reported event. A review of the event history log verified the occurrence of an increased intra-peritoneal volume (iipv) event. A visual inspection was performed and no issues were noted. Functional testing and a one hour therapy were successfully performed. Upon conclusion of the investigation, the cause of the reported issue was determined to be false empty detect at initial drain and the initial drain alarm volume was met. Should additional relevant additional information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a home patient experienced an increased intra-peritoneal volume (iipv) event during drain one of three of peritoneal dialysis therapy. It was determined that the patient's largest prescribed fill volume was 2000ml and they had an ultrafiltration volume of 5397ml. There was no patient injury or medical intervention associated with this event. No additional information is available.